Manufacturer narrative:
During the inspection at service repair the reported event could not be duplicated on the handpiece, but it generated abnormal noise during operation and also, the motor was noisy. The attachment could not be attached burs, so the temperature test could not be performed for it. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the handpiece and attachment were heating up.